Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. During the evaluation the fse noted that the size of the cuff being used by the customer was slightly too large. In addition, it was severely worn out. During the measurement process the fse noted that the cuff was loosely tied and found it is very difficult to obtain an accurate result. During testing of the internal nbp inspection program, the device produced normal results. The fse replace the old cuff with a new one from customer stock and test the blood pressure measurement accuracy again using a fluke simulator. Results of the testing determined that the measurement accuracy is high and the device passed tests. The information for use (IFU) also states: warnings - before each use, inspect the monitor and accessories for deterioration or damage. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the use of a worn-out cuff. The issue was resolved by replacing the old cuff with a new one. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # unknown. Reporter phone # unknown.

Event description:
It was reported that the device was providing large deviation in the blood pressure measurement. The device was not in use on a patient at the time of the event. There was no adverse event reported.